Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure when the physician placed the "clothespin" helix rotation tool on the terminal pin, to deploy the helix, the helix was loose. The lead was removed and replaced. No patient complications have been reported as a result of this event.